Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: (B)(6) 2013 at 12:20 pm 353 mg/dl (mobile system), 122 mg/dl (aviva system); (B)(6) 2013 at 6:00 pm 264 mg/dl (mobile system), 129 mg/dl (aviva system); (B)(6) 2013 at 10:00 pm 428 mg/dl (mobile system), 174 mg/dl (aviva system); (B)(6) 2013 at 10:00 pm 369 mg/dl (mobile system), 141 mg/dl (aviva system); (B)(6) 2013 at 6:00 pm 294 mg/dl (mobile system), 140 mg/dl (aviva system); (B)(6) 2013 at 10:00 pm 388 mg/dl (mobile system), 174 mg/dl (aviva system); (B)(6) 2013 at 12:30 pm 163 mg/dl (mobile system), 83 mg/dl (aviva system); (B)(6) 2013 at 7:30 pm 538 mg/dl (mobile system),167 mg/dl (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the customer used up the test strips and they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(4). Device will not be returned.